Manufacturer narrative:
Evaluation results: failure to follow instructions ¿ (the device was inflated above the rated burst pressure and force was applied when resistance was encountered which are both advised not to do in the labelling of the IFU). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ very calcified. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ very calcified. Failure to follow instructions - (the device was inflated above the rated burst pressure and force was applied when resistance was encountered which are both advised not to do in the labelling of the IFU). Device not returned - (device not returned for evaluation). Unable to confirm complaint - (device or procedural images not provided for review). (B)(4).

Event description:
It was reported that one nc euphoria balloon burst while pre-dilating a very calcified lesion in the rca after a drug-eluting stent could not cross. The balloon was inflated over 20 atm¿s. There was resistance while advancing the device to the lesion and force was applied. The device had standard prep procedure. It was reported that a stent was then able to cross. Case was finished without complication. No clinical sequelae were reported.